Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 4. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The home patient (hp) stated there was some leakage from the final bag connection. The technical service representative (tsr) explained the alarm, assisted to clear the alarm and advised the hp to contact the nurse. Global product surveillance contacted hp on (B)(6) 2011. The hp stated that he let the solution dwell for a while and then did a manual drain. The hp stated that there was some moisture around the connection to the final bag. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line. The home patient (hp) stated there was some leakage from the final bag connection. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was loose connection.